Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Physician reported right side explant due to rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Additional observations: creases were observed. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: d.1, d.4, d.9, h.3, h.4, h.6.

Event description:
Physician reported right side explant due to rupture. The device has been explanted and replaced.